Event description:
It was reported that two er320's were used during an unknown procedure. It was reported by the affiliate that one of the devices has a broken jaw and the other instrument didn't close the clips properly. No info available on how the case was completed. There was no consequence to the pt.